Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the ngp *640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that customer reported unexplained low blood glucose and suspect that pump was over delivering. Blood glucose value at the time of incident was 50mg/dl. Customer stated that pump was not dropped and did not receive any pump errors. Customer treated low blood glucose with glucose intake. Troubleshooting was performed, and the customer will continue to use the device. The insulin pump will not be returned for analysis.